Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the activity log was reviewed and confirmed multiple occurrences of defib fault 72. The device was subjected to bench handling, impedance, and defibrillation cycling with passing results. Internal inspection was performed with passing results and the pace/defib (pd) engine was replaced to reduce the probability of reoccurrence. As a result, the investigation is closed as observed in device data. No emerging trend based on similar reports.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.